Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph and video of the sample were provided for evaluation. The visual inspection of the provided video observed an external fluid leak at the level of the dialysate port. The reported condition was verified. The cause could not be determined. The batch manufacturing record review showed that there was no manufacturing nonconformity recorded regarding this lot number, which was related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was observed on one unit of prismaflex m150 during priming. There was no patient involvement. No additional information is available.